Event description:
A diabetes patient indicated that the needle broke off during an insulin injection into the stomach. The patient has been to radiology and seen that the needle is still there, but no further action has been taken.

Manufacturer narrative:
: The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).